Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and discovered bad fcv (flow control valve) calibration in the error log. Multiple calibrations were performed to meet factory specifications. The unit passed all ovp (operational verification procedure) checks and is safe to use. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that vent inoperable occurred on the avea ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.